Event description:
It was reported that pump displayed malfunction code 9 with no notable events prior to malfunction. There was no adverse impact to the customer's blood glucose level. Customer had not yet reset pump for this malfunction. Technical support assisted the caller in resetting the pump, and malfunction did not recur thereafter. The customer was advised to continue using the pump.